Event description:
It was reported that during insertion, the sheath separated and the distal most portion migrated to the atrium. The separated portion was removed via a snare. There were no pt complications.